Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to establish telemetry. The patient was referred to clinic for potential end of service. The icm remains in use. No patient complications have been reported as a result of this event.